Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).this report for a system error 2240 was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause is that the patient did not properly disconnect the patient line from the transfer set during therapy. Labeling review found labeling to be adequate for the user error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during drain 5. The caregiver (cg) stated that the home patient (hp) pulled the patient line apart from the transfer set. The cg states that the hp is not mentally stable. The technical service representative (tsr) had the cg notify the nurse and advise for completing therapy. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient resumed therapy with no further issues. The patient has been to the clinic since this event. There was no patient injury or medical intervention associated with this event. Additionally, the patient's transfer set is intact and fine. No further information is available. Product surveillance contacted the patient's wife on (B)(6) 2011. The wife stated that the patient had disconnected the patient line from the transfer set. The nurse was notified and she was advised to not re-connect. The supplies were discarded and the patient has resumed therapy with no further issues. A separate report has been submitted with addresses the separation from the patient line/ cassette.